Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported the she received failed battery test alarm. Blood glucose level was 150 mg/dl at the time of call. During troubleshooting, customer stated that the black o-ring is missing on the battery cap. Advised customer a new battery cap will be sent and to revert to back-up plan per healthcare professional instructions until replacement cap arrives. No product is expected to return.